Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 06dec2020.

Event description:
It was reported that the ventilator's navigation ring was not working. There was no patient involvement.

Manufacturer narrative:
G4:29jan2021; b4:02feb2021. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.